Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that matrix drawer is jammed and cannot be opened. A field service engineer removed the rear panel and discovered a damaged plunger. The plunger was replaced, and subsequent testing confirmed that it was functioning properly. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system station matrix drawer is jammed and cannot be opened. A customer has reported that a user successfully retrieved the medication from a different station, and there are no extended delays. There were no adverse events or injuries reported based on this event.